Manufacturer narrative:
The comp rep replaced the filter tubing assembly (part number: 0008-00-0331). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manufacturer tested the returned part (p/n 0008-00-0331) on a cs300 using an autofill calibration in svc diagnostics and did not observe a malfunction. The functional test continued with automatic autofills every two hours for a period of 24 hours. There were no autofill failures during the test period. Ref: (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "auto fill failure" alarm and went in standby for 17 mins. The iabp was rebooted and worked for one more hour than the iabp generated the same "auto fill failure" alarm and stopped. No pt injury was reported.